Event description:
Reporting status: serious injury. Reporting rationale: intervention to deflate stent delivery sys (sds) balloon. Device issue: failure to deflate. It was reported that the proximal main stem was subtotally closed. The distal stem was 90% stenotic and there was also a proximal lad lesion up to 90% stenosed. A guide wire crossed through the stem and lad lesion. Then, a voyager was inserted into the proximal stem and was dilated up to 10 atm. A second balloon catheter was inserted and dilated up to 10 atm. A vision 3.0x12 was successfully implanted into the proximal stem after inflation to 14 atm. Then the distal stem and ostium of the lad were treated with direct stenting, using a vision 3.0x12 inflated to 15 atm, covering the ostium of the circumflex artery. There was still good flow of the circumflex. Finally, a vision 3.0x18 was used for treatment of the proximal lad lesion. The stent crossed the first and second stent, and the lad stenosis in direct technique without difficulty. It was implanted by inflating the balloon to 14 atm. The stent still had a high impression over two thirds of the lesion length. A high pressure balloon was going to be used for final adaption; however, it was not possible to deflate the sds balloon. A syringe was applied to the sds in order to aspirate the contrast medium, but failed. The physician used a new inflation device, but deflation failed again. The decision was made to provoke rupture of the balloon by inflating it to a high atm. Finally, the balloon collapsed at 30 atm (above rated burst pressure) and was able to be withdrawn. No add'l event or pt info is available.